Event description:
It was reported that the user experienced persistent hyperglycemia above 300 mg/dl for several hours after a cartridge change and placement of a new steel needle infusion set, with ketones testing negative and concerns for poor insulin absorption at a frequently used infusion area. Symptoms included high blood glucose. Outcomes included the need for troubleshooting, education on site rotation, disconnection from the device per care plan, a corrective subcutaneous insulin dose, and placement of a new infusion site in an alternative location. Investigation included technical support review and user guidance on infusion site selection and use of the device per labeling. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with suspected site absorption issues due to repeated use of the same area. It was concluded that no device malfunction was confirmed and that user education on site rotation and reconnection timing was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.